Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 477 mg/dl (system 1) and 70 mg/dl (system 2). The customer contacted the paramedics because she was scared and didn't know what her blood glucose level really was. The customer did not have any symptoms of low or high blood glucose. The blood glucose results and treatment from the paramedics were unknown. The customer was taken to the hospital and was admitted for 4 days. The blood glucose results and treatment at the hospital were unknown. The customer didn't know if she was admitted for low or high blood glucose. The same test strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.